Event description:
It was reported that right hip revision surgery was performed due to pain, mobility issues, adverse local tissue reaction, and formation of a pseudotumor.

Manufacturer narrative:
Serious injury.

Event description:
It was reported that after a right bhr construct was implanted on (B)(6) 2007, plaintiff experienced pain, mobility issues, adverse local tissue reaction, and formation of a pseudotumor within her right hip. A revision surgery was performed on (B)(6) 2016 to treat these adverse events. During the surgery thick, yellow fluidlike material that came from the joint. This was sent to culture with negative results. Additionally, metallosis and pseudotumor were noted. The femoral head was explanted, and the hip was revised to a tha. Plaintiff outcome is unknown.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the femoral head was removed. The acetabular cup remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the cup / head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the cup. Similar complaints have been identified for the head and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Device history record review confirmed that all released parts met specifications applicable at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The medical documents were reviewed. According to the provided revision report, there was thick, yellow fluid in the joint, metallosis and a pseudotumor. The cup was described as in good condition and position and based on the information left in-vivo. Samples were sent for microbiological analysis but no results provided. Review of the provided implantation and revision report did not reveal any inconsistencies related to the surgical technique that could explain the reasons for the revision. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to pain, mobility issues, adverse local tissue reaction, and formation of a pseudotumor within her right hip. As of today, device return and additional information has been requested for this complaint but has not become available. Details of the part were unknown therefore manufacturing records could not have been reviewed for this device. The available medical documents were reviewed. According to the provided revision report, there was thick, yellow fluid in the joint, metallosis and a pseudotumor. The cup was described as in good condition and position and based on the information left in-vivo. Samples were sent for microbiological analysis but no results provided. Review of the provided implantation and revision report did not reveal any inconsistencies related to the surgical technique that could explain the reasons for the revision. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.